Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the battery life in the patient's infusion device was too short. The check button on the device was not functioning and the soft components of the up and down buttons was missing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.